Event description:
A 4 fr. Groshong single lumen PICC (peripheral inserted central catheter) was placed in the left antecubital fossa on 10/26/97. The catheter site was noted to be leaking and when examined, it was found that the catheter was disconnected from the oversleeve portion and the winged portion of the connector. Fluroscopic examination revealed the single lumen catheter had migrated to the vena cava, heart, and pulmonary artery. The pt underwent emergency radiological intervention to remove the catheter. The oversleeve was misplaced during procedure and the catheter was disposed of at the time of procedure completion. Acute hospitalization required.